Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure, a faradrive steerable sheath was selected for use. No abnormalities noted during prep. Irrigation method was a pressure bag. Following completion of ablation. The physician was exchanging a farawave catheter for a non-bsc pentaray catheter to do a post ablation mapping, and as he inserted the pentaray, air was sucked into the faradrive. He would then proceed to aspirate and flush out the bubbles. No air seen inside patient. The same faradrive sheath was used for the rest of the case. The procedure was completed. No patient complications occurred. The device will not return because we were still able to successfully complete the procedure.